Event description:
After failing to cross a filiform stenosis in the right common iliac artery, difficulty was experienced during attempts to withdraw the undeployed sds back through an unk 7f sheath. The sds became stuck in the sheath, and therefore the sds and sheath were retrieved together as a unit. The procedure was successfully completed with a new sheath, and, after predilatation, a smart control sds. It was reported that there was no threat to the pt at any time. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.